Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged cosmetic damage located at the case, critical pump error (open book image) alarm, pump error 35 alarm and exposure to moisture found on (B)(6) 2021. Device was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. Device was also received with constantly vibrating and a frozen display with medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test or verify critical pump error (open book image) alarm, pump error 35 alarm due to constantly vibrating and a frozen display with medtronic logo. Unable to download firmware using crest due to constantly vibrating and a frozen display with medtronic logo. Unable to download history files and traces using thus due to constantly vibrating and a frozen display with medtronic logo. Device was cut open to perform visual inspection and found corrosion on the electronic assembly and motor assembly. No corrosion or moisture damage found on the force sensor and vibrator assembly noted. The original electrical board 1 was cleaned, installed and swapped out with a working test electrical board 2, case, internal battery and motor. Powered the pump on using the battery simulator and no constantly vibrating and a frozen display with medtronic logo noted. The original pcba 2 was cleaned, installed and swapped out with a working test electrical board 1, case, internal battery and motor. Powered the pump on using the battery simulator and a critical pump error (open book image) alarm noted. The original pcba 2 re-installed and swapped out with a working test electrical board 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued download. Pump failed to open the download window as per by-pass steps and displayed critical pump error (open book image) alarm immediately preventing download of firmware using crest and or history files and traces using thus. Per r&d engineer, this could happen if the hw test failed in the mutable bootloader (intern). Suspecting the hw. A constantly vibrating and a frozen display with medtronic logo was confirmed due to corrosion on the electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the pump case. A constantly vibrating and a frozen display with medtronic logo was confirmed due to corrosion on the electronic assembly. Unable to download firmware, history files and traces confirmed. However, a test pcba 1 was used and continued download. Unable to verify pump error 35 alarm due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm was confirmed. Critical pump error (open book image) alarm due to corrosion on the electronic assembly. Device exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had critical pump error alarm and there was fluid on the lcd. Customer stated that he was swimming, he got the critical pump error when got off the pool and the pump died. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.